Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for a worsening driveline infection on (B)(6) 2022. The patient was treated with intravenous piggyback medication administration(ivpb) daptomycin upon admission. Surgical debridement was performed on the patient.

Manufacturer narrative:
Section b5: previous driveline infection is reported under MFR # 2916596-2022-12444. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Prior to admission the patient paged the ventricular assist device (vad) coordinator with an image of a worsening driveline infection. On (B)(6) 2022 the patient underwent wound debridement and wound vacuum.